Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2012, inratio: 5.3, 1.5. Pt's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 5.3, 2nd inr: 1.5, mean: 3.40, sd: 2.69, %cv: 79.03. Analysis of customer's data revealed that repeated inratio test results did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing revealed that result comparisons met precision criteria. Investigation results for retained strip lot #272418: donor 1: 1st inr: 2.3, 2nd inr: 2.0, 3rd inr: 2.1, %cv: 7.16. Donor 2: 1st inr: 3.3, 2nd inr: 3.1, 3rd inr: 3.0, %cv: 4.86. Both donors produced %cvs less than 16%. Product performed as expected. No further investigation is necessary. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), no further action is required. This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.